Event description:
Discrepant rubella igg results when comparing 2 different methods. Nine samples tested with initial method were negative. When the same samples were repeated using different method, the results were positive. One sample tested with initial method gave a positive result, when repeated using different method, gave a negative result. If additional information is received, appropriate notification will be provided.